Event description:
It was reported that the patient's blood glucose (bg) levels rose to 335 mg/dl between 24 and 36 hours of wearing the pod on their abdomen. The patient reported that they recently altered their settings based on their healthcare provider's (hcp) advice. The patient has experienced high bg levels throughout the day since these changes, reaching approximately 335 mg/dl. The patient requested to revert to their previous settings but was informed that this is not advisable. The patient proceeded to change their settings back to their original settings which resulted in a decrease in their bg levels from 335 mg/dl to 282 mg/dl. The patient is planning to address the changes with their hcp the following day. Additionally, the patient stated the pink slide did not advance, which would indicate a needle mechanism failure, however the patient reported the pod was working just fine.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp3a.251005.004.b1 hardware: pixel 9 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.